Event description:
It was reported that the customer's mobile app was frozen while loading a cartridge, and after re-launching, the pump was not paired and could not be re-paired. There was no adverse impact on the customer's blood glucose level. Despite efforts to resolve the issue by uninstalling and reinstalling the app and resetting the pump, the problem persisted. Customer reverted to an alternate method of insulin delivery.